Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occured. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During procedure after performing intravascular ultrasound (ivus), it was noted that the pressure of the unspecified inflation device rapidly decreased and balloon ruptured as pressure was applied up to 6 atmospheres. The procedure was completed with a 10/2.75 flextome¿ cutting balloon¿. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination was performed on the returned flextome cb monorail device. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied and liquid was observed to be escaping from a pinhole leak which was situated on the middle point of the balloon. A visual examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. Microscopic and visual analysis showed that the blades were intact and fully bonded to the balloon surface. No kinks or damage were observed along the shaft of the device. No other issues were identified during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During procedure after performing intravascular ultrasound (ivus), it was noted that the pressure of the unspecified inflation device rapidly decreased and balloon ruptured as pressure was applied up to 6 atmospheres. The procedure was completed with a 10/2.75 flextome¿ cutting balloon¿. No patient complications were reported.